Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided. Approximately four years, ten months and nine days post port placement, patient presented to the office visit for problems with mediport. She had several episodes of possible local infection. The skin around has a chronic red appearance. She was scheduled for removal of mediport and replacement on the left. Around eight days later, patient underwent port removal and new port insertion procedure. At this point, the catheter showed good aspiration and flushed with heparinized saline. The non-functional right mediport catheter was then assessed. The mediport catheter was completely removed. The skin incision was then closed. Around two days later, patient underwent chest x-ray which showed interval removal of left sided chest catheter. Tiny residual left apical pneumothorax. Stable subsegmental left lower lobe atelectasis. Therefore, the investigation is confirmed for the reported bacterial infection issue based on the medical records. Based upon available information, the definitive root cause was unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that four years, ten months, and nine days post a port placement via the right internal jugular vein, the patient allegedly developed an infection. It was further reported that the infected port was removed and a new port was replaced. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 09/2018) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that four years, ten months, and nine days post a port placement via the right internal jugular vein, the patient allegedly developed an infection. It was further reported that the infected port was removed and a new port was replaced. The current status of the patient is unknown.